Event description:
Two nicu patients had umbilical venous lines in place. In both instances, the covidien connector was in place and the lines had been flushed appropriately with heparin flush per protocol. Both patients experienced a heart thrombus requiring transfer to a higher level of care. The first patient had a flow rate in place of over 10cc/hr when it clotted off. When a different clave was used, the line flushed after a couple of minutes. The second infant had two uvc lines placed upon admission to the nicu. The lines had been in place a few days with the kendall needleless connectors on when the nurse attempted to flush the primary uvc, was unable to flush so attempted to flush the second lumen and was successful. The patient was a difficult stick and staff were unable to place a peripheral line. This patient also required transfer to higher level of care for work up of potential gastrostomy tube for feeding. The medical staff believe the occluded line contributed to the development of the heart thrombus.all the kendall needleless connectors have been pulled from the unit's inventory and a different type of clave was requested by the nurse manager.